Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to hyperglycemia, on (B)(6) 2019 with blood glucose level was 578 mg/dl and treated with insulin drip and taking shots at hospital. The customer was assisted with troubleshooting. The device will not be returned for analysis.